Event description:
It was reported that 6 months post coronary stent procedure of a 2.75 x12 mm xience v, target lesion revascularization was performed for instent restenosis. After pre-dilatation of the lesion a 3.5 x 23 mm non-abbott stent was implanted. There was no reported patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(6). There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.